Manufacturer narrative:
H10: the device was received by the manufacturer on 6/12/2019. The complaint of leakage on the tego connector d1000 was confirmed. There was a tear found at the end of the slit, however there was no mating device return to evaluate with the d1000 tego. The probable cause cannot be determined. A device history review of lot 3636661 and relevant commodities were reviewed; no non-conformances were found that would have contributed to the reported event.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation, but has not yet been received. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that once the hemodialysis patient returned home, blood was noticed leaking from the tego on the venous lumen. The tego was replaced with a new device without further incident. Approximately 3 - 5 mls of blood was reported to have leaked at the time the incident occurred. No harm to the patient was reported. No additional information is known at this time.